Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had gone "limp". An interrogation showed noise on the atrial lead. The data was collected in the emergency room while the patient was at rest. The atrial sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.